Event description:
The hcp reports the infusion pump and catheter were explanted due to infection. The device was returned to the MFR for analysis. No pt symptoms or causative agent was reported. The drug used in the pump was lioresal. Add'l info has been requested but was not available on the date of this report. A f/u report will be sent when add'l info is rec'd.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found. Normal device function.